Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in russian federation. It was reported that the patient did not remove needle guard before inserting on (B)(6) 2024. The site was patient's abdomen. No further information was available